Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. Manufacturing records review: during the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed no similar complaints were received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency and the reported issue could not be verified as product was not returned. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported patient outcome three-weeks post implant of a zxr00 23.5 diopter intraocular lens (iol) was 20/25 j13. Through follow up, customer account provided additional information confirming zxr00 was implanted in the patient¿s ocular dexter (right eye) on (B)(6) 2018 and the lens was explanted on (B)(6) 2018 due to complaint of difficulty with driving at night. It was also reported there was no incision enlargement, no serious injury, no suture(s), and there was no vitrectomy. The patient is 20/20 in both eyes without correction, symfony in other, non dominant eye, and j5 at near in symfony eye. The patient is reported to be happy now. No additional information was provided to johnson & johnson surgical vision.